Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00006. This report is for the same event as manufacturer report: 2937094-2020-00007. This report is for the same event as manufacturer report: 2937094-2020-00008.

Event description:
It was reported that during a laser photoselective vaporization of the prostate procedure four fibers where defective after 1000 joules. The fibers had fired straight and the tip of the fibers was burnt. The procedure was completed with a fifth fiber. There was no clinical consequences to the patient. This is for fiber 1 of 4.

Event description:
It was reported that during a laser photoselective vaporization of the prostate procedure four fibers where defective after 1000 joules. The fibers had fired straight and the tip of the fibers was burnt. The procedure was completed with a fifth fiber. There was no clinical consequences to the patient. This is for fiber 1 of 4.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00006. This report is for the same event as manufacturer report: 2937094-2020-00007. This report is for the same event as manufacturer report: 2937094-2020-00008. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Based on the observed circumferential fracture at proximal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture. Analysis of the returned fiber did not identify signs of breakage along length of fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.